Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the case imagery provided for review revealed calcification present in the patient's stj, the native annulus and leaflets. Calcification was also noted in the access vessels. Review of the post procedure device photo revealed the balloon burst and bunching on the distal inflation balloon. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints were confirmed based on the case imagery review. However, no manufacturing non-conformance was identified during the evaluation. A review of the provided imagery revealed calcification of the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. The distal tip bunching on the balloon was an indication of balloon getting caught during device removal process. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of a burst balloon) contributed to the withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Device discarded.

Event description:
During the deployment of a sapien 3 valve, the commander delivery system balloon ruptured when the valve was fully inflated. As reported by our affiliate in (B)(6), a 26 mm sapien 3 valve was implanted in the aortic position by the transfemoral approach. Prior to the deployment of the valve, a balloon aortic valvuloplasty (bav) was performed to allow treatment for two lesions on lca with stents. The tavi implant was then performed. At the end of the valve deployment, after full volume was inserted, the commander balloon ruptured in the middle part (near the central fluoroscopic marker). After that, commander was released from left ventricle. Difficulties were encountered during the delivery system withdrawal due to the access vessel characteristics. Following the device withdrawal, transthoracic echo (tte) and angiographic injection did not show any residual gradient or paravalvular leak (pvl). No injury to the patient was reported. The procedure was completed, and the patient was transferred to the ICU in stable condition. The patient was discharged on postoperative day (pod)3 in stable condition. The valve remains implanted in the patient. Native leaflet calcification was reported, with the worse calcification on the left coronary cusp. The access vessel minimum luminal diameter was not provided. Extreme calcification of the femoral and iliac arteries was reported.